Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6- medical device ¿ problem code. A getinge field service engineer was dispatched to evaluate the unit. Verified cardiosave to powered up with error 14 and 10 in logs. The fse was able to re-calibrate all pressure transducers. They were able to pass all performance and functional tests and return the unit to its normal condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) displayed error 14 prior to use. There was no patient involvement